Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00029. The date of that submission was 20-feb-2025. B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported problem for ¿there was a fault while updating the software and now it is stuck on the updating screen¿ was duplicated. Device without software. The software has been uploaded. Visual test was performed - damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a fault while updating the software and now it is stuck on the updating screen. During evaluation it was found that the device had a damaged (detached) downstream occlusion (dso) seal. There was unknown patient involvement.